Event description:
During a customer feedback survey, a sales representative provided that the disco subtalar implant system causes pain. Upon further follow-up, the sales representative provided that a patient had a removal surgery due to pain experienced with the device. The sales representative further clarified that according to the physician, the disco subtalar implant system's spherical shape allows more pressure which could cause pain later on. If additional relevant information is received, it will be provided in a supplemental report.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. Event is considered to be onset of patient pain. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. See possibilities below. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. As a result of item 5 above, device manufacture date (h4) could not be confirmed. See possibilities below. 9. Section h9 n/a to this report. 10. No files attached to this report. Corrected information provided in follow-up submission b3 - date of event is unknown. D2 - common device name corrected, product code was correct in initial submission d3 - email address removed. D4 - model #, catalog #. E1 - initial reporter (and subsequent company name, telephone, and email) corrected to sales representative who responded to the survey. Physician name, facility, and address deleted. G3 - health professional is deleted. H6 - method codes 4109 and 3331 added. H10 - corrected data. Additional information provided in follow-up submission: d4 - lot #. G1 - name, email, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Investigation summary: due to limited information received, the investigation was limited to a review of the report details and previous complaints review. No parts were returned and therefore visual inspection, dimensional inspection, and simulated use testing review could not be performed. Device history record (DHR) review (additional investigation conducted 03/23/2020): lot numbers were identified as possibilities for this event. The corresponding dhrs were reviewed for any significant events (i.e. Nonconformances (ncrs), reworks (rwks), deviations) that may correlate to the reported event. 9mm disco subtalar implant (102-20-009): 1. Lot 22638-05: UDI (B)(4), manufactured 07/27/2012. 2. Lot 24054-03: UDI (B)(4), manufactured 10/09/2012. 3. Lot 23837-02: UDI (B)(4), manufactured 08/24/2012. 10mm disco subtalar implant (102-20-010): 1. Lot 24054-04: UDI (B)(4), manufactured 10/09/2012. 2. Lot 23837-03: UDI (B)(4), manufactured 08/24/2012. No significant events were identified. As a result of the DHR review, it is concluded that there are no identified issues correlating to the reported event. Previous complaint review: a review of previous complaints was performed for the disco subtalar product family from the dates of 01/01/2013 to 03/29/2019. One (1) previous complaint was identified where a disco implant was removed due to pain. Conclusion/rca: the report from the sales representative and the follow-up regarding the case where an implant was removed provided limited information regarding the circumstances surrounding the event. A review of previous complaints identified one (1) other complaint for a report of pain and removal. Follow-up from the sales representative clarified that the physician believes the implant's spherical shape allows more pressure which could cause pain later on. An evaluation of a specific device could not be performed as no products were returned and no further information or data was provided from the field. No conclusion can be drawn regarding the cause of the event.